Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved.

Event description:
It was reported that the unit declared an error 1124 (battery failure). There was no patient involvement.